Event description:
Patient #4: during use on a 120-pound patient, the customer reported the autopulse platform (sn (B)(4)) displayed user advisory (ua) 19 (max applied load exceeded). Manual CPR was performed and return of spontaneous circulation (rosc) was achieved. The crews are experienced on how to size up a patient, so they don`t understand why the platform keeps intermittently displaying the (ua) 19. No consequences or impact to patient. Please see the following related MFR report: MFR #3010617000-2022-01912 for the autopulse platform (sn (B)(4)) regarding patient #1. MFR #3010617000-2022-01904 for the autopulse platform (sn (B)(4)) regarding patient #2. MFR #3010617000-2022-01910 for the autopulse platform (sn (B)(4)) regarding patient #3.

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A supplemental report will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 19 (max applied load exceeded)" was confirmed in the archive data but was not confirmed during functional testing. The reported (ua) 19 advisory message could not be replicated, and the autopulse platform performed as intended during testing at zoll. The likely root cause of the reported (ua) 19 was related to the load plate having detected too much weight being applied (> 270 lbs /123kg) as read from the load plate plus the patient's torso weight during active operation. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the archive data showed multiple user advisory (ua) 19 (max applied load exceeded) occurred on the customer's reported event date, thus, confirming the reported complaint. The archive data revealed that after performing a total of 546 compressions, the autopulse platform stopped and displayed (ua) 19. Based on the archive data, the load plate had detected too much weight being applied (> 270 lbs. /123kg). Max load sum exceeded 312 lbs. And triggered the (ua)19. The customer restarted the autopulse platform to clear the (ua) 19, and the platform was continued to be used. However, the platform stopped two more times due to (ua)19 messages. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, the user advisory 19 advisory message alerts the operator that the load plate has detected too much weight being applied. The ua19 error can be cleared by restarting the platform. The autopulse platform passed the initial functional testing without any fault or error. A load characterization test was performed and confirmed that both load cell modules were functioning within the specification. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) with known good test batteries until discharged, and the platform passed the test without any issues. Upon service completion, the platform will be subjected to functional testing to ensure that the device will pass all testing criteria.